Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Dr (B)(6) was performing a gmrs procedure on a young girl for osteosarcoma of distal femur. Whilst inserting the pressfit stem into the distal femur with the introducer, the tip of the introducer broke inside the pressfit stem. Dr used a heliocoidal rasp to help remove the threaded tip embedded in the pressfit stem. Dr sucessfully removed the broken tip and the procedure continued uneventfully.

Manufacturer narrative:
An event regarding the tip of a femoral stem inserter/extractor tip broke inside the pressfit stem. The event was confirmed. Method & results: device evaluation and results: the inserter broke in transgranular overload. No materials or manufacturing defects were observed on the surfaces examined. Dimensional and functional inspections were not performed due to the poor condition of the returned device. Medical records received and evaluation: a review of medical records was not performed as no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from and there were no similar reported events regarding material deformation in the tip of the inserter. Conclusions: the investigation concluded the inserter broke in transgranular overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
Dr (B)(6) was performing a gmrs procedure on a young girl for osteosarcoma of distal femur. Whilst inserting the pressfit stem into the distal femur with the introducer, the tip of the introducer broke inside the pressfit stem. Dr used a heliocoidal rasp to help remove the threaded tip embedded in the pressfit stem. Dr sucessfully removed the broken tip and the procedure continued uneventfully.